Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# (B)(6) implanted: (B)(6) 2026 explanted: (B)(6) 2026 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 10-feb-2029, UDI#: (B)(4). H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the during the procedure, the lead was connected to the ins, and a connection check was performed. All contacts (0¿7) indicated no connection, despite the lead being correctly attached to the ins. The lead was disconnected and reconnected; however, the issue persisted. Troubleshooting was performed. The hcp decided to use a wireless external neurostimulator (wens) to determine whether the issue originated from the ins or lead. However, after connecting the lead to the wens, the same problem persisted, with no connection detected on any contact. Following explantation of the lead, no visible damage or abnormalities were observed. Consequently, a new lead was implanted and connected to the ins, after which all contacts showed normal function (green status). Issue was resolved. There was no patient injury.

Manufacturer narrative:
Corrected data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Malfunctioning electrode was noted.